Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. After the alarm, the customer would clear the alarm and resumed insulin delivery. The contact thought that the occlusions were caused by the infusion set as they had been using a different type. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to confirm if the infusion set was the cause of the occlusions.